Event description:
Report received of an under-delivery found during biomedical testing. The device was returned from clinical service with an unsigned note that stated, "will not back prime". There were no reports of any adverse patient events while the device was in clinical use.